Manufacturer narrative:
.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead perforated the patient. The perforation self-sealed. The lead was explanted and replaced. The patients condition after the procedure was good.